Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported unknown quantity of false negative results via social media with binaxnow covid-19 ag self-test on (B)(6) 2022. Per the consumer, their family allegedly experienced negative results with binaxnow covid-19 and received positive results at a doctor clinic. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported unknown quantity of false negative results via social media with binaxnow covid-19 ag self-test on (B)(6) 2022. Per the consumer, their family allegedly experienced negative results with binaxnow covid-19 and received positive results at a doctor clinic. No additional patient information, including treatment and outcome, was provided

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. E1 country (united states). H3 other text: device discarded, single use.